Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tandem cable bent and not longer charged the pump. The customer's blood glucose level ranged from 72-229 mg/dl. Customer was able to charge the pump with an alternate cable.